Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced error 403:317:871:0000; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with an issue with a failure code 403:317:871 was confirmed by baxter personnel during product evaluation. The root cause was assigned to issues with the uim u65 software. The u65 prom was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.